Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the patient saw their local orthopedic last week where x-rays were performed and showed there were no issues with her knee. Per the patient, the physician stated that they pulled a ligament/tendon which caused the swelling and occasional sharp pain. After three weeks of rest, the patient is back to normal activities. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing pain and swelling in their left knee approximately 11 years post-op. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Device implant date: (B)(6) 2012 concomitant medical product(s): unknown - unknown femoral component - unknown; unknown - unknown tibial component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00829; 0001822565-2023-00831.